Event description:
Procedure type: hysterectomy. According to the reporter: the wound came open, patient taken back to surgery 2008, wound was cleaned and closed with another suture. Patient is in good standing at the time of this report. No other information provided.

Manufacturer narrative:
Date initial report sent: 02/24/2009.